Manufacturer narrative:
The report that the device had reached eol (end of life) was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient may undergo surgical intervention to address an ipg reaching end of life. Additional information pending.